Event description:
It was reported that a malfunction alarm identified as "malf 12" occurred, but no notable events preceded it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.